Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported the scope was reprocessed using a method called a gus (disinfection soak stations). Using this method, the handle and control cord was reported not to be fully emerged during cleaning and disinfection. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested reprocessing in-service for rhino-laryngo videoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was not reprocessed correctly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Correction to initial reporter, the reporter email was not provided. Multiple good faith attempts were made to obtain additional information regarding the event and report however, were unsuccessful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device as the serial number was not provided however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the device was not returned, it is likely that the event was caused by human error but since no additional details about the reprocessing method could be provided a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.